Manufacturer narrative:
The device was returned for analysis and lumen damage was noted. Visual and microscopic examination of the device revealed that the delivery system had split apart approximately 15cm proximal to the tip. Several kinks were noted along the entire length of the delivery system. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the lumen; therefore, indicating the device had been used in vivo. Some proximal stent struts were bent back distally. Damage of this nature is consistent with the device encountering some form of restriction. The complaint report states that the physician encountered significant resistance while removing the device. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause classification of anticipated procedural complication because the complaint is associated with a known physiological effect of the procedure noted within the directions for use (dfu).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, device breakage occurred. The patient expired post procedure. The patient presented with overwhelming pulmonary edema "in extremis" with an extremely poor prognosis. The 95% stenosed, severely calcified narrowing lesion near the left anterior descending (lad) diagonal bifurcation was being treated. The physician attempted to predilate with a 1.5x12mm non bsc balloon which resulted in calcium spikes perforating the balloon. The physician then attempted to deliver a 2.25x8mm taxus liberte stent but could not cross teh lesion. She attempted to remove the stent but the stent struts became stuck on the calcified aspect. Attempt to withdraw the stent were unsuccessful. The physician then attempted to pull hard on the wire to remove the devices; however, the wire snappped proximal to the monorail insertion. The taxus liberte stent was removed through pulling all the devices out. Then the lad artery shut down. The patient was transferred to coronary care where she passed away despite resucitative measures. In the opinion of the physician, she believed the taxus device was not at fault in this cirucumstance but the outcome was related to the severely calcific nature of the diseased artery. Additional information received indicated that following case review, it is believed that the patient had acute and chronic multiple coronary infarcts, and is unlikely to have survived whether she received medical attention or not. The case review concluded that the patient succumbed to multiple medical conditions especially the pulmonary edema.